Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated surgery (hip surgery) after which the ipg could no longer communicate with the external devices. Ipg was deemed inoperable. Surgical intervention may be pending after the patient has healed from unrelated surgery.